Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; light guide lens had a chip; distal end cover had a foreign objects; dital end had corrosion; adhesive on bending section cover or distal sheath rubber is detached; bending tube is deformed; connecting tube had a buckling; universal cord had coating peeling; and video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the cysto-nephro videoscope, had obstruction in the biopsy channel (the forceps does not fit) and the control wheels have looseness. The issue occurred during an unknown event and unknown procedure. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the distal end had a foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 date of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. [Cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual] describes reprocessing procedure of cyf-vh. Therefore, indicated phenomenon may be prevented. Olympus will continue to monitor field performance for this device.